Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; the pump is allegedly emitting a ¿constant buzzing sound¿ that is described to not be a vibratory/auditory alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on april 22, 2015. There was no activity outside normal use observed. On investigation, the powered on normally and was exercised for 24 hours. There was no ¿unusual buzzing sound¿ from the pump during investigation. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not confirm or duplicate the complaint. Unrelated to the original complaint, the display was noted to be dim/faded/discolored and the battery compartment was cracked below the bumper pad.